Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wont power up) has been confirmed. Upon investigation the monitor incoming functionality testing. The was isolated to a loose electrode belt connector (j4) on the monitor's defibrillation board. Additionally, the monitor board pca was contaminated causing an intermittent battery connection. The root cause for the pinched wire could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wont power up) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. No adverse event resulted from the defective monitor or electrode belt. Manufacture date: monitor: 5/6/2014. Electrode belt: 6/13/2014.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the device would not power up.